Manufacturer narrative:
Since quality control and calibration data appear acceptable, a general reagent or hardware issue was excluded. No other tests were affected. Additional information was requested for the investigation but was not provided. The investigation was unable to determine a specific root cause with the available data. The use of plasma as sample type, a microtube with gel for sample collection, and micro cups suggests a preanalytical root cause. It is possible that air in the micro cup or microclots led to poor pipetting, not causing a flag or alarm. This cannot be verified since the alarm trace and reaction kinetics raw data were not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of one erroneous result for a patient sample tested with the bilt3 bilirubin total gen.3 reagent. The patient was a newborn, with a date of birth of around 11/23/2016 or 11/24/2016, making him around 2 or 3 days old at the time of the event. All samples were capillary blood. On (B)(6) 2016, the bilt3 was 11.7 mg/dl. On (B)(6) 2016, the bilt3 was 7.3 mg/dl. The sample was somewhat hemolyzed and icteric. On (B)(6) 2016, the bilt3 was 19.3 mg/dl. The sample from (B)(6) 2016 was repeated with a result of 13.1 mg/dl. The baby was readmitted to the hospital for treatment. The delay in treatment did not adversely affect the baby. The bilt3 reagent lot number was 17375601 with an expiration date of 02/28/2018. The field service representative performed mechanical checks of the analyzer and found a sample probe was misadjusted and not washing properly. He adjusted the probe, checked alignments, cleaned the rinse wells, verified proper cell rinsing, and check pressures. The customer ran calibration and quality controls, meeting specifications. The system was operational.